Event description:
It was reported that while testing for the flu one bd veritor¿ plus analyzer obtains false positive results. Results are read on a different analyzer and the results are negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer had one reader read flu test pos and another read flu test neg.

Manufacturer narrative:
H.6. Investigation: the complaint was created for discrepant results on the bd veritor plus analyzer (p/n 256066, s/n (B)(6) ). The customer reports issue where the analyzer one reader read positive and another read negative the device history record for bd veritor plus analyzer, sn(B)(6) , was examined and showed no discrepancies relate to this issue that can be correlated to this complaint. The reader passed all tests including the final assembly process, oqa, source inspection, functionality, and final packing test and manual inspection. The veritor plus analyzer, sn (B)(6) , was not returned for investigation. The root cause cannot be determined as the analyzer was not returned for investigation. Based on these evidences the complaint is unconfirmed. Bd quality will continue to monitor for trends related to the veritor system. H3 other text : see h.10.

Event description:
It was reported that while testing for the flu one bd veritor¿ plus analyzer obtains false positive results. Results are read on a different analyzer and the results are negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer had one reader read flu test pos and another read flu test neg.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.